Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced an inability to deliver insulin/medication and the inner shield/outer cover/cap would not attach/detach during use. The following information was provided by the initial reporter: material no. 320109, batch no. 8275935. Verbatim: consumer does not prime before use. Stated, "its dumb/stupid" and wasteful. Consumer reported, no insulin flow when injecting. Stated, when he removes the pen needle he's trying to use, the non patient end is bent. Consumer reported, some pen needles will not attach to insulin pen because the non patient end is bent. Stated, he does not prime before use could not provide item number because he gets his prescription in bags from pharmacy. Information provided from pen needle: it has a blue label, 8mm. Lot: 8275935, (he struggled reading the lot, stated, his eyes are bad). Expiration date: 2023-09-30. 1 sample available to send in because he "tossed" the others from the bag.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced an inability to deliver insulin/medication and the inner shield/outer cover/cap would not attach/detach during use. The following information was provided by the initial reporter: material no. 320109 batch no. 8275935. Verbatim: consumer does not prime before use. Stated, "its dumb/stupid" and wasteful. Consumer reported, no insulin flow when injecting. Stated, when he removes the pen needle he's trying to use, the non patient end is bent. Consumer reported, some pen needles will not attach to insulin pen because the non patient end is bent. Stated, he does not prime before use. Could not provide item number because he gets his prescription in bags from pharmacy. Information provided from pen needle: it has a blue label, 8mm, lot: 8275935, (he struggled reading the lot, stated, his eyes are bad), expiration date: 2023-09-30, 1 sample available to send in because he "tossed" the others from the bag.